Event description:
Reported due to stent dislodgement from the delivery system requiring intervention. The physician attempted to perform a precutaneous transluminal coronary angioplasty (ptca) of the proximal and mid left circumflex artery and two branches of the obtuse marginal (om). During the physician's attempt to predilate the bifurcation of the first obtuse marginal and circumflex artery, the physician noted a very small extravasation on imaging. It was also noted during diagnostic catheterization that there was 79-80% occlusion found on the upper saphenous vein graft of the obtuse marginal. Palcement of a jostent graftmaster 3.0 x 19mm was attempted in order to seal the perforation. The physician was unable to place the stent at the intended lesion and decided to withdraw the device. During withdrawal the stent came off the delivery system as it was passing through a previously stented vessel. Reportedly, teh physician attempted to successfully deliver the dislodged stent by inflating a mav 2 balloon. The balloon dilated the device but not at the intended location. The perforation was sealed by "balloon tamponade" and eventually "self sealed." It was reported that during the entire procedure the pt remained hemodynamically stable. Currently, the pt is reported to be "stable" and was discharged to home on an unknown date. Although requested, no additional pt information was provided.